Event description:
It was later reported that troubleshooting worked and the pump was able to be filled normally.

Event description:
A representative reported the ability to aspirate the reservoir, but they were unable to fill the reservoir today at the refill appointment. No other information was provided at the time of this report. Additional information was requested.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu_refillneedle, serial # unknown, product type accessory. (B)(4).